Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two events were reported for this quarter. Product return status: one device was received for evaluation. One device was not available to stryker for evaluation. Evaluation status: one device evaluation is in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. One event had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.supplemental rationalecorrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.  Product return status 1 device was received.1 device was not available for evaluation.  Evaluation status not confirmed1 reported event was not confirmed during testing. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.